Event description:
Update 06/03/2013 - litigation papers received. Litigation alleges pain, permanent physical injury and excessive metal ion levels.

Event description:
Patient was revised. During revision surgery it was noted that a large amount of gray, metallic tissue in the area of the proximal femur and acetabulum. Osteolysis was also noted.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.